Event description:
Reportedly, this patient expired in 2008, after an implant duration of 2 days. It is unknown if patient's death is device related, as no other details were provided.

Manufacturer narrative:
Device not returned.